Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The DHR was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The device history review (DHR) for lot 3667622 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event involved a spinning spiros® closed male luer, red cap that the customer reported a leak of cytarabine. The nurse connected the spiros to the blue port and the chemotherapy started dripping out of the spiros cap. The customer reported after attempting to fill the chamber, the chemotherapy proceeded to continually drip out of the sprios. No other information was provided.